Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot number were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be /is related to the issues fro which zimmer implemented a notification in july 2008 as reference. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer's ref number of this file is cpt(B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component on the right side on (B)(6) 2007. Currently, the pt is being monitored due to unk reasons. Left side case: cpt(B)(4).